Event description:
It was reported that the port was implanted on 2001. Approximately 45 days later, it was noticed that the port was not functioning as intended. During removal of the port, it was discovered that the catheter had detached. The device was replaced without any complications.